Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2017-00597. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention is pending to address this issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00597. Follow up revealed that troubleshooting was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their scs system explanted.